Event description:
Discordant, falsely elevated glucose results were obtained on the advia 2400 instrument. The laboratory repeated the testing on another advia 2400 and obtained discordant, falsely elevated glucose results. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated glucose results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After evaluating the data and the instrument, the cause of the discordant, falsely elevated glucose results was due to a reagent probe which was bent. The fse replaced the probe. The instrument is performing within specification. No further evaluation of the device is required.